Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the thunderbeat handpiece was said to have failed after multiple errors and alarms. The teflon pad was said to have been separated from the interior jaw. The intended procedure was completed with a different handpiece. Olympus followed-up with the user facility to obtain add'l info. The user facility reported that the procedure went fine, and there was no pt harm reported. There was no further detail provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The teflon was slightly melted at the tip. The probe was fractured approximately 1mm from the base without breaking off entirely. The jaw and probe fit were fine. There was abrasion marks noted on the probe which indicate that the probe and the electrode of the grasping section were in direct contact - jaw closed without any tissue in between while the output was activated.